Manufacturer narrative:
Additional information received indicated that the patient was found unresponsive on (B)(6) 2017 and was immediately rushed to the emergency room (ER) via emergency medical services (ems). The patient expired on (B)(6) 2017 after withdrawal of care. The listed cause of death was acute anoxic brain injury. The medical team reported that the patient had a history of confusion and multiple transient ischemic attack (tia)-like episodes. The patient's wife did not report a controller alarm at the time she found him unresponsive. Controller alarmed once power was restored. The patient was reportedly found over top the controller. There was no damage noted on the controller or any of the patient's batteries. The patient did not have a history of using only one power source at a time. The medical team believed the event was related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4)/ 1403us / expiration date: 09/30/2017 / manufacturing date: 09/14/2016 / UDI #: (B)(4) / returned: 03/21/2017 / (B)(4).

Manufacturer narrative:
It was reported that the patient was found unresponsive with both power sources disconnected from the controller. Two controllers and two batteries were returned for evaluation. The pump was not returned. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controllers and batteries in relation to the reported event. Failure analysis of the batteries and (B)(4) revealed that the units passed visual inspection and functional testing. Functional testing pertaining to (B)(4) revealed that the "no power" alarm functioned as expected when both power sources were disconnected from the controller. Failure analysis of (B)(4), the backup controller, revealed that the controller passed visual inspection and functional testing. It was noted during testing that the controller's real time clock was reset to zero (year 2000). The controller was able to retain the date and the time when the real time clock was adequately charged. This observation is not related to the reported event; the most likely root cause of the real time clock error can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. Analysis of (B)(4)'s log files revealed a controller power up event on (B)(6) 2017 at 08:36:35. The data point prior to the controller power up event, at 08:15:15, revealed that (B)(4) was connected to power port 1 with 91% relative state of charge (rsoc) and a controller ac adapter was connected to power port 2. The data point after the controller power up event, at 8:51:32, revealed that the controller was connected to (B)(4) on power port 1 with 95% rsoc and (B)(4) was connected to power port 2 with 91% rsoc. A low flow alarm was logged after the controller power up event, at 08:37:16; multiple low flow alarms were subsequently logged after. No other type of alarm was logged. When the first low flow alarm was logged, the logs indicated that only (B)(4) was connected to power port 1 with 97% rsoc. This suggest that only one battery was immediately connected to power port 1 when the patient was found. The maximum pump off time was estimated at 21 minutes and 20 seconds. Prior to the controller power up event, the patient was connected to (B)(4) and a controller ac adapter for approximately 12 hours consecutively. No abnormalities in the log files were noted during this time. Additionally, log file analysis show that the pump's power consumption was within the normal operating range. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources.  Additional devices for this complaints: controller /(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1403us - exp. Date: 09/30/2017 - (B)(4), returned: 03/21/2017. Concomitant device: (B)(4) - 1403 us - (B)(4) - returned: 03/21/2017. (B)(4) - 1650 - (B)(4) - returned: 03/21/2017. (B)(4) - 1650 - (B)(4) - returned: 03/21/2017. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices remains implanted.

Event description:
A report was received that this patient presented to the emergency room (ER) after being found down and unresponsive by his wife at home. Power sources were disconnected until wife restored power and restarted the device. The patient was taken to the intensive care unit (ICU) once admitted. Computed tomography (CT) scan revealed an ischemic cerebrovascular accident (icva) in nature. Controller log files were sent. Preliminary log file analysis confirmed a controller power-up and associated pump start event logged on (B)(4), indicating a loss of power to the controller. The controller power-up event was logged on (B)(6) 2017 at 08:36:35. It also showed 19 low flow alarms logged since (B)(6) 2017. The patient was found to have had an acute anoxic brain injury on (B)(6) 2016 related to the pump stopping after double disconnection occurred. Patient care was subsequently withdrawn per medical decision/family request on (B)(6) 2017. No autopsy was performed. No further information was provided.